Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was in the hospital for pump training. On (B)(6) 2015 at 11:30 a.m. Blood glucose level 52 mg/dl, customer ate. At 11:45 a.m. Customer ate. At 12:00 p.m. Blood glucose level 25 mg/dl. Customer received an infusion with glucose. Diabetes counselor removed the pump. At 12:30 p.m. Blood glucose level 72 mg/dl, customer drank. At 12:45 p.m. 80 mg/dl, customer ate more. At 01:15 p.m. Blood glucose level 65 mg/dl. At 02:00 p.m. Blood glucose level 65 mg/dl. The diabetes counselor thinks the pump delivers too high insulin. The alleged product was requested for evaluation.